Event description:
To date, additional patient or event details were received which have been added in H11 (Addl Mfg narrative).

Manufacturer narrative:
NAME: (b)(6), COUNTRY: UNITED STATES OF AMERICA, (b)(6). BASED ON THE AVAILABLE INFORMATION, THIS EVENT IS DEEMED TO BE A SERIOUS INJURY. TO DATE NO ADDITIONAL INFORMATION HAS BEEN RECEIVED. SHOULD ADDITIONAL INFORMATION BECOME AVAILABLE, A FOLLOW-UP REPORT WILL BE SUBMITTED. FDA REGISTRATION NUMBER, REPORTING SITE: 8021545, MANUFACTURING SITE: 3003442380.

Event description:
IT WAS REPORTED THAT THE PATIENT FACED HIGH BLOOD GLUCOSE TREATED WITH PUMP ON (B)(6) 2026 DUE TO INFUSION SET LEAKING AT SITE.

Manufacturer narrative:
IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review. Correction: This MDR is being submitted to correct the submitted Expiration date under D4 and Manufacturing date under H4.Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions.H11: Investigation summary.Complaint Investigation Results:Electronic Quality Management System (eQMS) search - A query was run in the eQMS on 07/JUL/2026 against Lot Number 6012581 and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified) Insertion site egress - significant wetness / pooling. The review confirmed that Lot 6012581 and the identified failure mode are not associated with any Nonconforming reports (NCR)s or Corrective and Preventive Action (CAPA)s of the same or similar nature.Similar Complaints search A query was run in the eQMS on 07/JUL/2026 against Lot Number criteria equal 6012581 and Similar Malfunction Codes: Leakage from infusion site (cannula base part/cannula) (specific cause not identified). Insertion site egress - significant wetness / pooling. The number of complaints is (b)(4). The complaint number is (b)(4).Batch record / Medical Device File Review:The lot 6012581 was manufactured according to the Work Instruction (WI) and Manufactured in the Multivac 12, on 05-APR-2025, with a total of (b)(4) units.The Assembly, lot 5C05924 was manufactured according to the WI and Manufactured in the Quickset line, on 04-APR-2025, with a total of (b)(4) units.The Assembly lot 5C05925 was manufactured according to the WI and Manufactured in the Quickset line, on 05-APR-2025, with a total of (b)(4) units.The Sub-Assembly. Gluing of tubing of the Lot 5C04869 was manufactured according to the WI and Manufactured in the Gluing Machine 04 -08, on 02-APR-2025, with a total of (b)(4) units.The Batch record / Medical Device File was reviewed. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: Batch record / Medical Device File review supports compliance with manufacturing and quality requirements; no issues noted.Pump Manufacturer Investigation:A pump manufacturer investigation report was not available for review.Visual Evidence Review: No photo was provided to support visual confirmation of the reported issue.Conclusion: Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:Retain samples from the relevant lot were requested and tested in accordance with approved procedures:WI Guidance for Visual Testing for Complaints Area Version 3: All 3 samples tested passed visual inspection.WI Guidance for Functional Testing for Complaints Area Version 3: All 3 samples tested passed functional testing for the reported malfunction code. Insertion site egress - significant wetness / pooling.All test results were within specification as documented in the attached test report complaint (b)(4).Conclusion: Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing - Sample not available:Returned sample from the relevant lot were requested; however, the customer confirmed that the sample is not available for return.Conclusion: Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment - Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per WI (Monthly TRIPS and Alerts).A comprehensive review was conducted, including eQMS queries, similar complaint searches, Device History Record review, visual evidence assessment, and CAPA determination. No NCRs or CAPAs of the same or similar nature were found for Lot 6012581 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Samples were requested; however, the customer confirmed that no samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified. No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545. Manufacturing Site: 3003442380.